Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the pump delivers incorrect bolus requests. Additionally, the customer reported inaccurate fill estimate. Tandem technical support requested that the customer provide additional information on the reported event; however, the customer refused and declined to troubleshoot on the reported events. There was no reported impact to the customer's blood glucose level.